Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed the l3 lead to be fractured. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.